Event description:
The customer reported that the device shows a speaker inop. They were unable to confirm if there was sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter phone number (B)(6).

Manufacturer narrative:
Philips received a complaint on the intellivue x3 indicating that the device shows a speaker inop. They were unable to confirm if there was sound. It is unknown if the device was in use at time of event, and there was no adverse event reported. Visual inspection found a speaker technical malfunction inop message was displayed. The bench repair technician performed functional testing on the device and, although a speaker inop was displayed and found multiple places in the alarm log, the speaker was working as it should; there was nothing wrong with the speaker sound or volume. The speaker assembly was replaced, and the device passed functional testing. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker assembly. The reported problem was confirmed the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.